Event description:
I was walking with my guardian select crutches model number g-92-214-8 and the top of the crutch came off causing my right arm to lunge out to the side with excessive force because, I had full weight bearing on the right because, I had ankle surgery on my left and could not put any pressure on the left ankle at all. The injuries I sustained was a broken arm and surgery to repair the labrum and re-attach the tendon. I have been in physical therapy for over a year now. The top of the crutch appears as if it is just held on by the pressure of the metal because, there are no rivits or bolts to hold the top on. Dates of use: (B)(6) 2010. Reason for use: left ankle tendon repair.